Event description:
It was reported that the patient presented to the hospital with signs of infection on (B)(6) 2021. The pacemaker was explanted on (B)(6) 2021 after confirming pocket infection which was caused due to previous procedure. There were no adverse consequences to the patient.